Manufacturer narrative:
As of this date, there has been no parts related to this chair that have been returned to the manufacturer for evaluation.

Event description:
The reporter stated that the end-user was in a (B) (6) store and his batteries were low. The end-user asked someone in the store if he could plug his chair in an outlet so that he can charge his chair. His request was granted, the end-user plugged into an outlet in the store and the chair did not begin to charge. The end-user started to "jiggle" the cord and he heard a crackling noise. The end-user stated that he saw a flame coming from the charger plug location, he then immediately unplugged the cord from the wall. There were no injuries to the end-user.